Event description:
It was reported that the handpiece began leaking during the decontamination process after the procedure was completed. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. The reported condition of the device leaking was duplicated as a sample was taken. A f/u report will be submitted after the quality investigation has been completed.